Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported that they had breathing issue, heart issue, and lost consciousness, and was brought to hospital for non-diabetes related issue of moisture in lungs. The customer was provided treatment for lung health issue, and additionally received diagnosis of hypoglycemia and was treated with glucose infusion. The customer also reported treatment of rapid and long-acting insulin (dose/type unknown) at unspecified time in relation to treatment of glucose. There was no report of death or permeant injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. After reprogramming and activating the sensor state went to sensor state 6 (indicating early termination). Sensor has been de-cased and replace the batteries. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported that they had breathing issue, heart issue, and lost consciousness, and was brought to hospital for non-diabetes related issue of moisture in lungs. The customer was provided treatment for lung health issue, and additionally received diagnosis of hypoglycemia and was treated with glucose infusion. The customer also reported treatment of rapid and long-acting insulin (dose/type unknown) at unspecified time in relation to treatment of glucose. There was no report of death or permeant injury associated with this event.